Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. In addition, it was reported that multiple occlusion alarms occurred. Reportedly, the customer changed pump supplies. Customer's blood glucose level was 300 mg/dl. Customer continued using the pump for insulin therapy.